Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).

Event description:
The patient's mother reported that the pump has been rebooting over the past 2 days approximately 6 times. The battery cap is able to tighten properly, and the patient's mother indicated that the cap is replaced every one to three months.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: several reboots were recorded in the pump black box. There was no damage or corrosion found in the battery compartment or on the battery cap. The pump was exercised for 24 hours without issues. The battery cap was tested and no contact defects were found. The pump was opened and no power circuit defects were found.